Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device remains implanted. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a consumer reported blurred vision making eating difficult. The product was not returned, the device remains implanted.

Manufacturer narrative:
(B)(4).